Event description:
It was reported that the surgeon adjusted the depth setting on the zimmer air dermatome at the time of use and the device penetrated the donor site deeper than expected. A surgical repair of the initial harvest site was required. It was further reported that the donor harvest was obtained proximally to the intended harvest site. There was no report of increased surgical time associated with the event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 24 years old and was last returned to the MFR for repair on (B)(4) 2012. The inspection found that the thickness adjustment lever torque was low and moved easily. The device was within calibration specs at all thickness settings. Improper handling most likely caused the slight damage to the thickness adjustment lever. The device was serviced and returned to the customer.